Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed with the customer that the system did not complete boot up and stalled at zero. A review of system log files showed that the host pc failed to connect to the flexvision pc, confirming the reported issue. The philips field service engineer (fse) inspected the system onsite and found that the flexvision pc was not detected. Further troubleshooting revealed the pc showed no hard drive activity. To resolve the issue, fse replaced the flexvision pc and hard disk and performed software loading to restore system functionality. The flexvision pc was returned for analysis, and result indicated no malfunction or defect was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It has been reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.